Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm threshold suspend. Customer's blood glucose at time of incident was 170 mg/dl. Customer stated that she was asleep when she received alarm of threshold suspend. The alarm was explained to the customer. The customer doesn't exhibit symptoms of low blood glucose. Customer sensor value was 54 mg/dl and suspend threshold limit was 70. The customer was explained the difference between sensor glucose versus blood glucose. Customer was advised that we are sending replacement sensor.